Manufacturer narrative:
Product identifiers were requested but not provided to date. Therefore, an investigation and review of manufacturing records could not be conducted. Not returned.

Event description:
Rti surgical, inc (rti) received a complaint on (B)(6) 2016 indicating that the surgeon resected the patient's glioblastoma multiforme and closed with bovine pericardium dural graft and duraseal. He said when he revised the defect, it was obvious that only the graft was infected. Rti has requested but not received additional information regarding the timeline of events and if the graft remains implanted.